Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection the guidewire was seen to be kinked/bent. The guidewire distal tip was seen to be shaped/ kinked/bent. The guidewire coating was seen to be peeling approx. 10 to 20cm from the proximal end. The core wire distal end was observed through the distal tip dome. Functional inspection was not carried out due to the damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during delivery the microcatheter could not go along with guidewire smoothly. The operator didn't know if the guidewire of microcatheter had a problem so he used the same guidewire to bring another catheter to try and this microcatheter was not able to be delivered smoothly along with guidewire either. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. There was no allegation against the microcatheter used. The device was returned, and it was noted that the distal tip of the guidewire was kinked, there was also kinking noted to the mid-section of the guidewire. The proximal ptfe (polytetrafluoroethylene) coating was noted to be peeling. It is possible that there were anatomical and/or procedural factors present during the clinical procedure which may have caused the reported difficulty to advance the guidewire and subsequent guidewire damage. An assignable cause of procedural factors will be assigned to the reported events of the catheter has difficulty tracking over guidewire and to the analyzed damage of the guidewire kinked/bent and guidewire distal end/tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The peeling noted to the ptfe coating is indicative of interaction with an under tightened torque device. An assignable cause of handling damage will be assigned to the analyzed damage of the guidewire ptfe coating peeling.

Event description:
The device was returned for analysis and the investigation of the device revealed that the guidewire (subject device) ptfe coating was peeling. No clinical consequences were reported to the patient due to this event.